Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine was not launched and screen did not come up. A technical support specialist (tss) reinstalled the rss (remote support service) application, modified the file path, and rebooted the station to verify application launch per the knowledge article. The customer later confirmed the issue was resolved after the fix and requested case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was not launched and screen did not come up. The machine was chekg, but the serial number was registered to a 4wa pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.